Event description:
On (B)(6) 2013, the reporter contacted animas, alleging all of the keypad buttons on their device were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: there is no visible damage to the keypad. The ok button has an intermittent response. The down, up, and contrast buttons respond properly. No buttons are sticking. Removed the keypad and found contamination under all button contacts. The display lens was found to be scratched.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.